Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 439 mg/dl. The customer did experienced the symptoms such as heart was beating fast. The customer was treated with insulin drip and insulin shots. Troubleshooting was done for high blood glucose and under delivery. Customer reported that back of the insulin pump was cracked. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratched lcd window. (B)(4).